Event description:
It was reported that the patient experienced fatigue and loss of energy since the implant of the implantable cardioverter defibrillator (ICD). Device evaluation revealed that there was programming inconsistency from the explanted device programmed pacing and av delay settings and the new device settings. The implanted device was reprogrammed to previous device settings and the patient was instructed to contact the healthcare clinic if the symptoms did not improve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2004-(B)(6); 694765 lead implanted: 2009-(B)(6); 419488 lead, implanted: 2009-(B)(6); (B)(4).